Event description:
A patient was examined with the torso xl coil. During the examination the patient experienced a heating sensation between the upper legs, near the scrotum. At that moment additional padding was applied between the legs and the scrotum and the examination was continued. A couple of hours after the examination, the patient reported to have a blister of the size of a finger nail.

Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.